Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced muscle twitching. Lead measurements were checked and high pacing thresholds were observed resulting in loss of capture (loc). Despite loss of capture the patient was asymptomatic. Fluoroscopy was then performed and lead dislodgement was confirmed. A revision procedure was then performed wherein the lead was repositioned with good measurements. No adverse patient effects were reported. This lead remains in service.